Manufacturer narrative:
Citation: souza al. Transcatheter aortic valve implantation and morbidity and mortality-related factors: a 5-year experience in brazil. Arq bras cardiol. 2016 jun;106(6):519-27. Doi: 10.5935/abc.20160072. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve implantation and morbidity and mortality-related factors. All data were collected from a single center between 2009 and 2015. The study population included 136 patients (predominantly male; mean age 83 years), 132 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients peri-operative, 30-day, in-hospital and one-year mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: moderate paravalvular leak (pvl) requiring a second valve implant or repositioning by loop traction, ischemic stroke, permanent pacemaker implant, and vascular access bleeding. Multiple manufacturers were noted in the literature; based on the available information a possible correlation could be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.